Event description:
Reporter alleges she experienced pain and temperature changes after being implanted with the device. She alleges she went in for a hysterectomy and had no idea a foreign body was going to be implanted in her, and only found out after the surgery. She alleges four urinary tract infections within a two months period and had to be on antibiotics. The infections were occuring every three weeks. She saw a new physician who advised that her bladder was severely inflamed and the foreign body had to be taken out. A different surgeon got it out on (B)(6) 2018. Reporter believes this device should not be put in any human being and wants the FDA to look into it. She alleges experiencing incontinence now which was never an issue prior to the device implantation.